Event description:
A patient underwent cataract surgery with hydrus microstent implantation on an unknown date. The hydrus was noted to be malpositioned on a date unknown. On (B)(6) 2022, the surgeon explanted the original and implanted a second hydrus microstent. There was no report of sequelae associated with the malposition or the secondary surgical procedure. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The explanted hydrus microstent was discarded by the customer. The device lot number is unknown; therefore, a review of the device history records was unable to be performed. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).